Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery using the perclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 14fr. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. When the aaa procedure was completed a cut down was performed and hemostasis was surgically achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. Although the name of the physician was provided, it is unknown if the physician is trained in the use of the proglide device and established in the perclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report reference number.